Event description:
It was reported that the ilet user accidentally announced two meals instead of one, after which blood glucose (bg) was noted to be 108 mg/dl. Upon follow up, bg was slightly higher but still in range. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically an accidental duplicate meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.